Event description:
It was reported that the bd¿ precisionglide¿ needle was found "dirty" with "grease" on it before use. The following information was provided by the initial reporter, translated from portuguese to english: "dirty needle. Apparently grease. No-conformity found in a unit of this lot."

Manufacturer narrative:
H.6. Investigation: based on the incident in question, the history of the lot was analyzed. Specifically for foreign matter visual inspections of the packaged product are carried out according to the control plan, during the batch manufacturing process, no record of any occurrence of the foreign matter defect was identified. After evaluating the sample, it was possible to observe the presence of foreign matter - grease. The potential cause for the problem is a failure during the machine cleaning, causing the product contamination. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ precisionglide¿ needle was found "dirty" with "grease" on it before use. The following information was provided by the initial reporter, translated from portuguese to english: "dirty needle. Apparently grease. No-conformity found in a unit of this lot."